Manufacturer narrative:
Visual, optical and functional evaluation confirm set screw threads are undamaged. Set screw rod interface node morphology is found to be fairly tall and flat, which is atypical of full tightening. Fully tightened set screws nodes are typically roughed or concave after full tightening. Node deformation height (@ center) significantly different than typical from bench tested samples. Additionally, the absence of rod witness marks on either side of the set screw node and associated rods is consistent with the rod not fully seated in the mas saddle at final tightening, which may have contributed to subsequent rod movement. Set screw rod interface node height and witness marks indicate rode may not have been completely seated in mas at final tightening.

Event description:
It was reported that the patient underwent a posterior atlanto-axial fusion at c1-2. Three weeks post-op it was found that the bone screw was loose at c2 on the left side. It was also found that the set screws were loose. The patient underwent a revision surgery to replace the c2 pedicle screw and four set screws. The levels were also extended to c1-4. No additional information is available.

Manufacturer narrative:
(B)(6). (B)(4). PMA 510(k): this part is not approved for use in the united states; however a like device catalog # 6950315, 510k # k042498 was cleared in the united states. : neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.